Event description:
It was reported that the patient presented with edema, pain and redness at the implant site approximately eighteen months after the implant of their implantable cardioverter defibrillator (ICD) system. The ICD system was removed due to suspected infection, however testing confirmed a severe inflammatory reaction without any evidence of infection. It was further reported that an ICD was re-implanted and the patient experienced the same symptoms and the "inflammatory process had increased and started the extrusion of the ICD". The ICD was removed and the physician plans to implant a hypoallergenic ICD. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).